Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.5/+4.0/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a longer length lens due to the patient was "dissatisfied with the quality of his vision." The problem is resolved. The cause of the event is reported as device.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).